Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 4 - ventricular nst (non-sustained tachycardia) <=210 ms average v-cycle on (B)(6) 2011 in the timeframe between 07:33:38 and 14:36:10. Ventricular short interval count v-sic=19.4 counts avg/day, in 1.81 days, between (B)(6) 2011 02:00:23 and (B)(6) 2011 21:23:00. 1 - patient alert for lead failure predictor on (B)(6) 2011 14:36:10.

Event description:
It was reported that there was a lead integrity alert, oversensing and noise on the right ventricular lead. The pace/sense portion of the lead was capped, a new pace/sense lead was implanted, and the defibrillation portion remains in use. No patient complications have been reported as a result of this event.